Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw peeled off despite not being used for a long time. It did not enter the patient's body. The procedure was completed using a new device. There was no significant delay. No health hazards to the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000432800 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.